Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: in test, open box failure when replace the control board (refer to fsca 2023-07-03). Alarm tf:444004,431002. Defective control board. Replace new control board, it's ok. No patient involvement.

Event description:
The following was reported to hamilton medical ag: in test, open box failure when replace the control board (refer to fsca 2023-07-03). Alarm tf:444004,431002. Defective control board. Replace new control board, it's ok no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.